Manufacturer narrative:
Batch review performed on 16 february 2021: lot 1909378: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2024-12-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar event reported. Additional implant involved: cup: mpact 01.32.152mb double mobility acetabular shell ø52 (k143453) lot. 180082. Batch review performed on 16 february 2021: lot 180082: (B)(4) items manufactured and released on 20-june-2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had primary hip surgery on (B)(6) 2018. On (B)(6) 2021, the patient came in reporting pain due to a loose stem. Stem and head were revised with competitor products and medacta liner was revised with a medacta liner. Presently, on (B)(6) 2021, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all components, and implanted an antibiotic spacer, 1 month after the previous surgery. The surgery was completed successfully.